Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 27-sep-2020, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 27-sep-2020, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for spinal pain. It was reported that there was a migration of both leads down by 2 electrodes. It was noted that the event was not related to the device or therapy and related to the implant procedure. Diagnostics performed included imaging, with results indicating both leads migrated down. No actions/interventions were taken. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2016. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight was reported).